Event description:
Patient was not able to flush their groshung catheter. Surgeon took them to surgery to remove the catheter and, upon removal,discovered that part of it was missing. They opened the lower incision to look for the end of the catheter. Patient was taken to angio where a CT revealed the piece of the cath in the heart. Patient was taken to cath lab where piece was removed.